Event description:
It was reported that a crack on the balloon occurred. The target lesion was located in the arteriovenous internal fistula in the left brachial vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation, it was noted that the balloon could not be exerted with pressure continuously. The device was completely removed from the patient and there was a crack noted on the balloon. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.:device was returned for analysis. A longitudinal tear was identified in the balloon starting 10mm proximal of the proximal markerband and extending 60mm distally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a crack on the balloon occurred. The target lesion was located in the arteriovenous internal fistula in the left brachial vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation, it was noted that the balloon could not be exerted with pressure continuously. The device was completely removed from the patient and there was a crack noted on the balloon. There were no patient complications reported and the patient was stable.